Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted distal gastrectomy, the reload was attached on the device, when the opening/ closing test was performed, it was noted halfway that the jaws were closed with the yellow tab attaching, and the test was stopped. The reload was stopped using in the procedure, and another reload was opened and used to complete the case. The event occurred during the procedure, but the product was not used for patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. The shipping wedge was returned not attached to the reload with no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.